Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 01 february 2024, a 28mm amplatzer amulet left atrial appendage occluder was chosen for implant using 14f amplatzer amulet delivery sheath. The device was implanted after two retractions. After the procedure, the patient was on aspirin and clopidogrel. Two weeks post insert transesophageal echocardiography (toe) showed an effusion of .8mm and cardiac computed tomography (CT) showed no movement of the device and no obvious erosion, the anti-thrombotic regimen remain unchanged. On (B)(6) 2024, the patient got admitted to hospital with renal failure and heart failure, a moderate effusion was found. There was no intervention performed for effusion. The physician confirmed the heart failure was a worsening due to the pre- existing medical conditions the patient was reported stable and monitored in the hospital.

Manufacturer narrative:
An event of effusion after two weeks of device implant was reported. It was also reported that the patient was admitted to hospital due to renal and heart failure and a moderate effusion. There was no intervention performed for effusion. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported heart failure is consistent with the pre-existing medical conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.